Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 5.3 cm abdominal aortic aneurysm. It was reported that, during the index procedure, a type IV endoleak was identified. A subsequent CT prior to hospital discharge observed a residual type ia endoleak. The physician elected to implant an endurant aortic cuff just below the renal artery via the left femoral approach. While retracting the delivery system, the existing left limb migrated. The physician elected to implant an additional endurant limb and, after touch up, the procedure was completed with no endoleaks. The physician stated that the cause of the endoleak was due to the patient¿s vessel morphology; specifically, an unfavorable neck anatomy. The cause of the removal difficulty was unknown. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Additional information was received for this case: it was reported that coil embolization was performed for aneurysm enlargement due to a type ii endoleak. If information is provided in the future, a supplemental report will be issued.